Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05526. The pt is implanted with two leads (from different lots). It was reported the pt had suffered a stroke. It was also reported the pt falls only when stimulation is on. Reprogramming addressed the pt's issue of falling.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.